Event description:
Pt had fenestrated tracheostomy tube capped and had respiratory distress. Therapist removed cap and was unable to insert suction catheter and unable to insert inner cannula. Cuff was deflated. Tracheostomy tube was removed and replaced, defective unit was distorted and kinked at fenestrated area and occluded with secretions.